Manufacturer narrative:
The t:slim x2 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user was hospitalized on (B)(6) 2017 for diabetic ketoacidosis and a blood glucose (bg) level of 700 mg/dl. The user was treated with intravenous insulin drip and manual injections. Review of pump data indicated that an auto off alarm occurred and was cleared within one minute. Multiple attempts were made by tandem¿s technical support to obtain additional information and release date; however, no additional information was provided.